Manufacturer narrative:
Investigation findings: the arthroscopy tubing was received for investigation. The reported problem was verified. Upon visual examination a crack was noted in the top portion of the container where the bowl and the top meet. A corrective action is in process to address this failure mode.

Event description:
It was reported that the packaging that contained this tubing set was cracked, compromising the product's sterility. This was noticed during a rceiving inspection, prior to use and no injury or surgical delay was reported.